Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient underwent a revision approximately 13 years and 9 months post-implantation due to elevated metal ions, pain, and osteolysis/bone cyst. During the revision, fibrous tissue and a femoral cyst were noted. The head and liner were exchanged, the stem and shell were well fixed and remained implanted, and the cyst was excised with calcium phosphate bone cement used to fill the bone loss void. The patient was revised without complications. Attempts have been made and no further information has been provided.